Event description:
Repair request initiated for device with the report of overheating and not working properly. It was reported there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation couldn't able to reproduce the reported malfunction of overheating and the temperature was measured to be 97f. No failure found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.